Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with the end cap broken off. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to end cap broken off. Device also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was loose. Customer's blood glucose level was unknown. Customer stated that the insulin pump had crack on backside. Customer reported that the insulin pump neither bumped nor dropped. Customer did not pressed the cap while connecting. The insulin pump will be returned for analysis.